Manufacturer narrative:
(B)(4). Device evaluation: it was reported that one day after insertion the catheter migrated out of the patient. The fixation points were in place, but the 2 wings were sectioned. The issue was confirmed. One juncture hub from a 3-lumen arrow howes 7 fr x 20 cm catheter was returned. The extension lines and catheter body were cut off near the juncture hub. Microscopic examination found that one suture wing was split through while the other was partially split. The catheter body extrusion graphic specifies the outside diameter of the catheter body at 2.39 / 2.49 mm. The outside diameter of the catheter body was measured at 2.41 mm. The instruction booklet directs the user to secure the catheter to the patient with integral suture ring and side wings as primary insertion site. The catheter clamp and fastener should be utilized as a secondary suture site as necessary. It was not reported if a secondary suture site was used on the catheter body. A device history record review was performed and did not reveal any manufacturing related issues. A risk evaluation was performed for this issue. Since it appears that the suture wings were torn by excessive force, operational context other remarks: caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after 1 day of insertion, we noticed that the catheter fell down from the patient. The fixation points were in place, but the 2 wings were sectioned. Clinical consequences to the patient: patient had a major pressure drop because amine was administered. A PICC was laid in emergency to administer these amines. Follow up information states that the catheter migrated out of the patient and another catheter was placed.